Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge displayed multiple, intermittent inaccurate fill estimates across multiple cartridges. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 206 mg/dl and 486 mg/dl. Reportedly, the customer changed pump supplies to resolve the issue.